Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead has impedances of 190 and in unipolar, 220. It is thought that there may be an insulation breach. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. There was no explant date provided and it is unclear if any intervention has been done.